Event description:
Pt is reported to have developed a burn on his medial ankle, following treatment with the anodyne therapy professional system. Pt was being treated by a health care professional for diabetic peripheral neuropathy. Pt was treated by his doctor with an antibiotic ointment, and his wound is healing.

Manufacturer narrative:
Pt is reported to have developed a burn, approx 2 1/2" x 1 1/2" on his medial ankle following treatment with the anodyne professional system. The health care professional administered treatment for 30 minutes at an energy setting of 8. This is within the guidelines provided in the important safety info and instructions provided to the user by anodyne. The unit involved in this event was returned for evaluation, and duty cycle failure was detected. The number of incidents of this type remain well within the expected rate for this product based upon the number of incidents reported and the number of units in distribution. Company will continue to monitor events of this nature for trending purposes.